Event description:
Event: iliac dissection resolved with a stent. Case details: the access arteries were reported to be calcific. The graft was successfully implanted. Post implant stent was placed in an iliac artery to treat a dissection that occurred distal to the limb attachment site.